Event description:
Information was received that the patient's device is still showing higher than normal impedance. No additional relevant information has been received to date.

Event description:
Information was received that the patient's device impedance is now within normal limits. No additional relevant information has been received to date.

Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter.

Event description:
It was reported that the patient¿s device had high impedance, however when the device was disabled the impedance was normal. Device history records were reviewed for the generator, and it passed all specifications prior to distribution. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (>/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed. Additional investigation is underway. No other additional or relevant information has been received to date.